Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number 1627487-2020-03229. Related manufacturer reference number 1627487-2020-03232. It was reported that patient experienced ineffective therapy. Attempts to reprogram the system were unsuccessful. As a result, patient underwent surgical intervention on (B)(6) 2020, wherein the entire system was explanted.